Manufacturer narrative:
The complaint received states that the brite tip sheath was not secure in the package and the sterility of the pouch was compromised. When the package was opened, the dilator of the brite tip sheath introducer (si 9f brite tip 23 cm) was found perforating the sterile pouch. Another new product (details unk) was opened and the procedure was completed successfully. The complaint product was not clinically used. The product will not be returned. The defect was noticed after it had been received, stored in the lab, prior to using. The product was stored as per the IFU. The product was not used clinically. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15258490 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Twenty-eight units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15258490. The packaging operation and the package configuration against product packaging work instructions were reviewed and no anomalies were found. The seal pull test results and seal machine parameters were reviewed and no anomalies were found. No rework records were found for this lot. The receiving inspection records for the used pouch (part: (B)(4) and lot: 201010040084) were reviewed, and this lot was deemed acceptable. Calibration records for seal machine with calibration ID: (B)(4) were reviewed, and it was found that the machine was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for seal machine equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The operator qualification records for seal pouch, according to (B)(4) rev: 38 and the operator qualification records for packaging operation, according to (B)(4) rev: 46 were reviewed. The operators that performed these operations were qualified on the appropriate manufacturing work instructions revisions at the time of the lot manufacturing. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
When the package was opened, the dilator of the brite tip sheath introducer (si 9f brite tip 23cm) was found perforating the sterile pouch. Another new product (details unk) was opened and the procedure was completed successfully. The complaint product was not clinically used. The product will not be returned. The defect was noticed after it had been received, stored in the lab, prior to using. The product was stored as per the IFU.